Manufacturer narrative:
This report is submitted on march 01, 2018.

Event description:
Per the audiologist, the patient experienced pain during a MRI (1.5 tesla). Subsequently, the patient experienced inflammation and breakdown of the skin flap and was treated with oral and topical antibiotics on (B)(6) 2017; however the issue could not be resolved. At the clinic on (B)(6) 2018, the surgeon noted a dislodged magnet and revision surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.